Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's battery was depleted, and the pt will undergo surgical intervention to address the issue. It is undetermined whether the pt had lost stimulation therapy. No further info is available at this time.